Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the monitor would not power on properly. Upon evaluation, the sd card was defective. The cause of the inability to power on properly is the defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.